Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, the physician resected a fibroid and over-dilated the patient to 9mm prior to the procedure. A 5cc loss of fluid was noted during the ablation phase. Two cervical burns were observed post procedure, each measuring approximately 2cm x 2 cm. The physician treated the patient with topical cream. Further follow up information received from the physician indicates the patient was seen (B)(6) after the procedure, and is "clinically fine." The burn showed signs of sloughing, but no blistering. The exact degree of the burn could not be determined at this time. Silvadene cream is contraindicated for the patient due to allergies, however an estrogen cream was applied and the patient was instructed to continue administering the cream at home. The patient is scheduled to return for a follow up appointment in (B)(6).

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.